Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station mcu drawer 4.1 pocket c3 and c5 cubie 1x2 were failed and had "read, write or invalid memory" error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.1 pocket c3 and c5 cubies showed read/write or invalid cubie memo errors. A field service engineer (fse) remote smart service (rss) into station to assist pharmacist technician in recovering and removing bad cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.